Manufacturer narrative:
Visual inspection found no signs of damage or liquid ingress. When operating the pump without a cover, a knocking sound was heard. This indicated that the encoder was at fault. The failure mode was no longer detected after replacing the encoder.

Event description:
Perfusionist reported that they were unable to control a pump during a case, and that the pump intermittently stopped before resuming shortly afterwards. A backup was used to successfully complete the case. We consider pump stoppages to be reportable, despite no harm to the patient involved.